Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that an empty opened foil and a needle-suture of product code j316h were received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area was noted to be as expected, the suture piece was observed with a lineal cut possibly from a surgical instrument. The functional test could not be performed due to the condition of the sample received. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? No further information is available. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. Please confirm the specific number of times this issue occurred with the same box: no further information is available. Please confirm the specific number of patient events: no further information is available. If it is more than one patient: have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number for each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, no further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. This issue occurred several times with the same box. No adverse patient consequences were reported. Additional information was requested.